Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy, it was reported that, the patient experienced nodules and two abscesses on the abdomen during therapy. The event occurred on (B)(6) 2024. A swab test revealed a staphylococcal aureus infection, which was being treated with an unspecified antibiotic therapy. The patient consulted a neurologist about the issue. No further information available.